Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked reservoir tube lip, scratched keypad overlay, scratched lcd window, missing end cap sticker and damages to the case also noted.

Event description:
The patient's mom called to report that the insulin pump continues to give an alarm during the manual prime. Troubleshooting revealed that the drive support cap was protruding from the case. Advised the mother that the insulin pump would be replaced. Nothing further was reported.